Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was hospitalized with an unspecified elevated blood glucose (bg). Bg was addressed with an intravenous insulin drip. Reportedly, the customer believed the pump/supplies were functioning properly. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.